Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper line break and physical property issue (spiraled gripper line) were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no indication that the user technique would have influenced the gripper line break or the physical property issue (spiraling of gripper line). All available information was investigated and a definitive cause for the gripper line break resulting in spiraling of the gripper line (physical property issue) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use - used on the tricuspid valve. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the gripper line break. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating grade 3-4 tricuspid regurgitation (tr). During clip deployment, the gripper line looked spiraled and broke during removal. No resistance was noted during removal and after breaking the gripper line was able to be completely removed. The clip was fully deployed. Two clips were implanted and tr grade was reduced to less than 1. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.